Event description:
A (B)(6) female patient reported that she experienced burning and redness in her left eye while using blink contacts that had expired (misuse). She went to her eye care professional and was told she had an eye infection. She was prescribed polymyxin-b/trimethoprim, to use 4 times a day for 7 days. Her symptoms cleared up in two days, but she finished the antibiotic as prescribed. She discarded the expired blink contacts; the lot number is unknown. When she resumed contact lens wear she reused blink contacts and again experienced an ocular burning sensation. Her symptoms resolved overnight without treatment. The patient uses optifree replenish to disinfect her acuvue oasys lenses. She has allergies and takes multiple medications.

Manufacturer narrative:
Lot number of solution used by patient is unknown as the product was discarded by the patient. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent information has been provided.